Event description:
The attached journal article is a retrospective review of 1000 consecutive breast reconstruction venous anastomoses cases which were performed using the microvascular anastomotic coupler between july 2002 and july 2008. Overall, there were 6 instances of venous thrombosis (0.6%). The third venous thrombosis occurred on post-op day 6, pt was not taken back to o.r., and event resulted in partial flap necrosis. Same problem and journal article source as the following MFR report numbers, but separate pts and events: 2183620-2010-00020, 2183620-2010-00021, 2183620-2010-00023, 2183620-2010-00024, 2183620-2010-00025.

Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot # was unavailable. Implanted between 07/02 - 07/08. Jandali, s, wu, lc, vega, sj, kovach, sj, serletti, jm. 1000 consecutive venous anastomoses using the microvascular anastomotic coupler in breast reconstruction. J plast reconstr surg. 2010; 125(3) : 792-798.